Manufacturer narrative:
(B)(4).

Event description:
Out of range impedances were reported. An impedance test on the lead showed high impedances >10,000 on all electrodes. The lead was cleaned and reconnected, and impedances were then within normal limits. A post-op impedance test showed low impedances (<50 ohms) for all electrodes on the lead except one. The issue had not been resolved and the lead could not be used, however, the pt's other lead was providing sufficient coverage. During implant, there was also difficulty getting the clinician programmer to communicate with the implanted neurostimulator. The pt was not injured and recovered without sequela.